Event description:
Terumo medical corporation received the following reported information: it was reported that a patient developed a pseudoaneurysm at the puncture site sometime after the angio-seal device was deployed. Approximately thirty minutes after the bandage was removed, the patient fell down due to leg pain. Manual compression was applied for twenty to thirty minutes. As the patient's condition settled down, additional treatment was completed. A covered stent was implanted via retrograde approach through a 7 fr guiding sheath or a 7 fr sheath. The angio-seal device was then used for hemostasis on the contralateral side, and the puncture site was compressed using a bandage. The patient was released from bed rest after two hours. In the next morning, when the bandage was removed, a pseudoaneurysm was noted. After administering thrombin and applying additional compression, the pseudoaneurysm resolved. The patient was stable. Procedure sheath confirmed 8fr. Arterial access, sheath, guidewire, and catheter were inserted without any problems or resistance. The puncture site was below the common femoral artery, but it was slightly above the femoral head because of the upper puncture position. Angiography testing was performed to diagnose the pseudoaneurysm. To treat pseudoaneurysm covered stent was implanted. Sheath, guidewire, or catheter insertion as they were inserted without any problems or resistance. The angio-seal device was inserted without any problems or resistance. A pre-deployment angiogram was performed. Immediately after the procedure, hemostasis was achieved without problems. Multiple sticks were not performed to gain arterial access. There were no issues with arterial access. Patient procedure was endovascular thrombectomy (evt) for the left superficial femoral artery (sfa). The physician stated that there is a causal relationship since the patient has pain due to pseudoaneurysm.

Manufacturer narrative:
D6b: explanted date: the device was not explanted. An unused device was returned for evailuation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Three (3) 8 fr angio-seal vip devices were returned to terumo medical corporation. The returned samples were unused and unopened. All three devices were opened, and the collagen was removed from the carrier tube for inspection and analysis. The suture was cut out of the collagen, and each sample was weighed. The samples weighed as follows: sample 1 - 0.0326 g. Sample 2 - 0.0305 g. Sample 3 - 0.0306 g. All three samples were within the specification of 0.0260 g - 0.0350 g for 8fr collagen. Three unused 8fr samples were returned, but no issues were identified with the devices. The collagen sample was removed from each carrier tube and was weighed. All three samples were within specification. The actual complaint sample was not returned for analysis. The cause of the event could not be identified based on the available information. As a result, the complaint was confirmed for closure complication. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).